Manufacturer narrative:
The device was inspected and evaluated by permobil technicians who found the device to be fully operational with no mechanical or electrical malfunctions being noted. Inspection shown the lateral supports were adjusted in such a way that the joystick, when panel holder was retracted inward, would contact the lateral support. Reports provided claim the end-user suffers from involuntary spasms and when these occur, they have tendancy to pull the joystick inwards towards their body. This action would cause the joystick to contact the lateral support pad, forcing the joystick inductive into a forward position causing the device to drive. With the information provided, permobil determined this event as being caused by inadvertent use error. In effort to mitigate any future recurrences, permobil has recommended the provider replace the retractable style panel holder with a fixed panel holder, or reposition the lateral supports to where the joystick would not contact if the end-user unwillingly retracts due to their condition.

Event description:
Received report claiming while the end-user was driving their device straight ahead, they released their grip on the joystick in effort to stop the device. The end-user alleged the device continued to drive straight, without command, eventually causing the device to impact a stone statue. Reports indicate the end-user sustained injuries requiring medical intervention.